Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the station had error message "device not detected on bus" and pyxis scanner was not working. The customer stated that this malfunction caused a delay in dispensing medication to the patients. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower , the station had error message "device not detected on bus" and pyxis scanner was not working. The customer stated that this malfunction caused a delay in dispensing medication to the patients. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
The following field had been updated with additional information: h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the scanner failed. A field service engineer reseated the universal serial bus cable, but the issue persists, then, the field service engineer replaced the barcode scanner assembly to resolve the issue. The system functioned as intended after the field service engineer repaired the device.